Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the power switchers and the system power manger (spm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the power switchers and spm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No photo or video was provided by the site for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: 417 for both power supplies in psc. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to system unavailability. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the system showed a message that it was "running on batteries." The customer cleared the message and the system started normally. The customer wanted to get confirmation that the system was connected to power prior to starting the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to connect the system to the network so that logs could be reviewed. The tse asked the customer to check battery status leds which were all solid green. The tse asked the customer to disconnect power from the patient side cart (psc) and then drive the psc which worked fine. When logs were available, the tse found errors 417 for both power supplies in the psc. The tse guided the customer to perform a hard power cycle and perform an emergency power off (epo). The system powered up normally and the caller stated that the battery indicator showed the first two leds were solid green, and the third one was flashing. The tse informed the customer that this indicated the psc was connected to the main power, and that the battery was being charged. Further analysis of the logs revealed that both power supplies had started failing. After 1.5 hours of using the system without any problems, the error message "running on batteries" appeared again. The surgeon elected to convert the procedure to laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manger (spm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate or confirm the reported issue. The battery was installed on in-house system and power up the patient side cart (psc) in normal mode. The battery passed all the tests. Isi received the power supply switcher involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate or confirm the reported issue. When reviewing on the remote fe, there were error codes 418 which means: one side of redundant power supply on the psc is operating below minimum operating load. The power supply was installed and tested on in-house test system. The system booted without any errors. Then 10 power cycles were performed without any issues. Isi received the power supply switcher involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. When reviewing on the remote fe, there were error codes 418 which means: one side of redundant power supply on the psc is operating below minimum operating load. The power supply was installed and tested on in-house test system. The system booted without any errors. Then 10 power cycle was performed and failed with error 418.

Event description:
Refer to h10/h11 for follow-up information.